Event description:
During routine follow up, the pacemaker involved in this MDR report was found in standby mode. Re-initialization with programmer software failed. A complete pacemaker re-initialization was attempted with an engineering software to restore a normal behavior, but this was not successful. Replacement of this device was recommended.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The device analysis is pending.